Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels as low as 51 (mg/dl). Reportedly, customer had not eaten in awhile. Customer consumed juice to treat their bg level. Troubleshooting with tandem technical support indicated pump was performing as intended. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.